Event description:
Patient reported right side "leaks, feels full, uncomfortableness, and pain." Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a deformation, a creases fold and the weight of the device was within specification. The unit is not rupture cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "leaks, feels full, uncomfortableness, and pain." Device remains implanted.